Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. No further even details could be obtained. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13745. It was reported the patient's ipg would not communicate with the charger. The patient programmer displayed a low battery message and the charger could not locate the ipg. The patient last charged a month ago, (B)(6) 2019. Surgical intervention may be undertaken to address the issue.